Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, the lead has fixing difficulty, but parameters were fine so the doctor finished the implant. A few days after implant, the lead had no capture and high thresholds. The doctor suspected a helix problem. The lead was explanted and replaced. No patient complications have been reported as a result of this event.